Event description:
Patient was revised 6 months after implantation, loose acetabulum.

Manufacturer narrative:
Hospital policy not to return explant. Awaiting requested x-rays and medical notes for evaluation.